Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a ureteroscope procedure performed on (B)(6) 2019. According to the complaint, during the procedure, the physician unpacked the stent and advanced a 0.035 guidewire but met resistance. After withdrawing the guidewire, the physician noted that the contour ureteral stent was found fractured before using the device on the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.